Manufacturer narrative:
Analysis of an article "a controlled, comparative study of a fixed-bearing versus mobile-bearing ankle arthroplasty" gaudot f, colombier ja, bonnin m,and judet t., foot ankle int. 2014 feb;35(2):131-40. This is the final report submitted regarding this surgical event and medical device.

Event description:
1 patient was revised and fused due to secondary osteonecrosis of the talar component after 28 month.